Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that he was unable to fill the reservoir and to connect to the infusion set. The customer stated that he noticed insulin leaking as well. Troubleshooting was performed. The customer stated that he noticed the needle on the transfer guard was not straight. No further info was provided.